Event description:
It was reported that there were several stored episodes of ventricular tachycardia (vt) on this pacemaker. Technical services (ts) analyzed device episode data and determined that these episodes were atrial fibrillation (af) with rapid ventricular response (rvr) and there was under-sensing of the right atrial (ra) lead signal. It was also noted that the pacing impedance measurements of the right ventricular (rv) lead was less than 200 ohms, which was out-of-range. Ts recommended reprogramming the ra sensitivity and other programming changes as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service.